Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore on the left side near the electrode and the right side is red with no open skin. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed doxycycline hyclate 100 mg for the wound. Follow up indicated that the wound improved.